Event description:
It was reported that the patient presented in clinic with syncope. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was recovering.